Event description:
It was reported that fluid was found under the home choice (hc) the previous night. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.